Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/23/2015 with the following findings: the pump booted on with audible and vibratory features, but the display screen remained blank and did not go to the verify screen. The pump cover was removed and the display screen was observed to be cracked and damaged. A test display lens was used and was fully illuminated with no discoloration. A delivery accuracy test was successfully completed with the new test display screen. The black box showed an unexplained pump reboot on (B)(6) 2015 at 10:00; deliveries never resumed. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within required specifications and delivering accurately. There were no errors, alarms or warnings during 24 hrs duration testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 513 mg/dl associated with a blank display screen. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a blank display screen.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.